Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the drive support cap was protruded. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.